Manufacturer narrative:
Method: no lenses, no device info, no examination of device were provided which could indicate if the device caused or contributed to the incident. There is no evidence in the mfg records which relate to the pt's symptoms. Eval results: there is no direct causal relationship established between the medical device and the incident the pt complains of. Conclusion: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional info.

Event description:
Pt had suffered an infectious abscess of the cornea in the right eye which was diagnosed on (B)(6), 2011. The pt was wearing biofinity sphere (comfilcon a) lenses while using optifree solution. The symptoms were caused by sawdust, which entered the eye while the pt was cutting wood. The pt is recovering from his symptoms. No cultures were taken.